Event description:
I have silicone implants from allergan. They are 9 years old. I had to have them taken out due to leaking. I have several food intolerances that give me the following symptoms: severe bloating, severe constipation, chronic back and neck pain, chronic over all body aches. Bouts of depression.